Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant procedure due to unknown product performance issue. The lead was never in service. No adverse patient effects were reported.